Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer had a broken belt clip because when he went to the restroom, the pump was in his pocket and fell out. This caused the site to get pulled out and start bleeding. Customer's blood glucose level went up to the 400's mg/dl. Customer stated that sometimes at night his blood glucose levels will drop so low, he'll have to run to the kitchen. Customer stated that the tubing of the infusion set will also get caught on doors and get pulled out. Customer was advised to call back if they have any issues. No additional information provided.